Manufacturer narrative:
Additional product code: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018 the patient underwent removal of a broken 5.0mm schanz screw. At the same time the patient also was implanted with a plate and screws on the same date. The plate and screws were synthes devices and intact. The patient originally had an external fixator performed on (B)(6). As a medical intervention the surgeon removed the broken schanz screw, and just left the plate and screws in the patient. It was unknown if there were any surgical delays and if there were fragments generated from the broken device. The procedure and patient outcome were unknown. Concomitant device: plate (part unknown, lot unknown, quantity 1), screw (part unknown, lot unknown, quantity unknown) this report is for one (1) 5.0mm schanz screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018 the patient underwent a removal of a broken schanz screw blunter trocar point. The patient originally had an unknown external fixator performed on (B)(6) . As a medical intervention, the surgeon removed the broken schanz screw, and implanted an intact unknown plate and unknown screws in the patient. There was a five (5) minutes surgical delay reported. The procedure and patient outcome were unknown. This report addresses the hardware removal procedure due to postoperative broken schanz screw. The intraoperative issues that occurred during removal procedure have been captured under related complaint (B)(4). Concomitant device: unknown plate (part # unknown, lot # unknown, quantity 1); unknown screws ( part # unknown, lot# unknown, quantity unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.